Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were getting a calibration error 80 on arctic sun device s/n: (B)(6). Per additional information received via wo: (B)(4) on 18feb2026, biomed had a device that failed the calibration for an error 80 expected 6 actual 34. After troubleshooting they found t4 was reading 35.6 degrees and the chiller had plenty of water, coming in for service, possible chiller failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the chiller had failed. Chiller was replaced. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were getting a calibration error 80 on arctic sun device sn (B)(6). Per additional information received via (B)(4) on 18feb2026, biomed had a device that failed the calibration for an error 80 expected 6 actual 34. After troubleshooting they found t4 was reading 35.6 degrees and the chiller had plenty of water, coming in for service, possible chiller failure.